Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the primes the insulin pump was unresponsive and nothing came up on the screen and did not read screen too dark. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump unresponsive to new battery and she replaces and no delivery alarms and rewind takes longer, changing batteries every 2 days and sounds funny when rewinds. Troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no missing segment or blank display noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).